Event description:
It was reported to olympus field service engineer (fse), that the evis exera ii ultrasonic bronchofibervideoscope had foggy image and the outer sheath of the probe was damaged. The issue was found during a diagnostic endobronchial ultrasound bronchoscopy and it was completed with the same device. Inspection and testing of the returned device found that the forceps channel port was shaved. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the probe had a major cut which reached the glue layer and the probe surface insulation test failed. It was also noted that the bending angle in the up direction due to wear of the angle wire and there were scratches throughout the device. The connecting tube had a dent and the objective lens had a chip. The distal end had a dent and the adhesive on the bending section rubber was detached. The image guide protector had a cut and a foggy image occurred due to damage to the objective lens. The specified resolving power could not be obtained and the image had a partial dark area due to a chip on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the phenomenon may have occurred due to wrong handling methods. However, a definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device.